Event description:
It was reported, the electrosurgical generator esg-400 experienced an e006 insufficient conductivity error. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no reportable malfunctions. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was cleaned/disinfected/sterilized before being returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was reinspected, and olympus was still unable to confirm the reported issue. The device passed all tests for function, output, and safety. Olympus recommended a software update from version 11-a to version 12-a to the customer. Based on the results of the investigation, the error log contained error message e006 multiple times. However, olympus was unable to reproduce the error message during inspection. The occurrence of error e006 can be traced back to various possible causes. What they all have in common is that the electrical resistance between the two electrodes of the device that are in operation increases and then the error message is triggered. For safety reasons, the esg-400 is then restarted. If the cause of the error remains, unlimited permanent restarts can result. The device is then no longer ready for use. In this case, user error cannot be ruled out. Olympus will continue to monitor field performance for this device.